Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/01/2017 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device needed a fiber optic wire to connect screen. No patient involvement.